Manufacturer narrative:
(B)(6). Method: the subject device, (B)(6) wall mount infant warmer was received at fisher & paykel healthcare (f&p). Our investigation is based on the information provided by the service technician and our knowledge of the product. Results: inspection of the complaint device confirmed that the unit had a faulty power control board (pcb). Conclusion: we are unable to determine the exact cause of the reported event. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A distributor in germany reported via a fisher & paykel healthcare (f&p) field representative that the power control board of a (B)(6) wall mount infant warmer was faulty. There was no reported patient involvement.